Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's wife reported noticing some fluid in the bottom of the cart while the patient was in fill 1 of 5 of treatment. The patient's wife stopped the treatment and removed the cassette noticing fluid inside the cycler cassette compartment area. The patient's wife was instructed to contact the patient pd nurse.